Event description:
It was reported that a patient presented with a wound breakdown at an unspecified time following bilateral breast surgery. Unspecified medical intervention was provided to address the wound breakdown. Additional information was requested; no additional information was received.

Manufacturer narrative:
Wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Study reports the following possible products: lot# zm5dqkn, mfg: 11/29/2007, exp: 12/31/2012. Lot: ab5gbsn, mfg: 03/03/2008, exp: 06/30/2013.